Event description:
Caller states that during a correlation study the following coaguchek xs/lab results were obtained: 1.4 inr/1.9 inr, 1.4 inr/1.9 inr, 1.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.